Event description:
The bmw universal guide wire was inserted into a narrow lesion; however, the guide wire could not completely cross the lesion. A dilatation balloon catheter was advanced to the lesion, over the guide wire to help open the lesion. When the balloon was pushed, it was found that the tip of the guide wire was loose; therefore, the un-inflated balloon was withdrawn together with the guide wire. When the guide wire and the balloon were removed from the patient's body, it was found that the tip of the guide wire was broken inside the balloon. The guide wire was replaced with another guide wire and the procedure was then successfully completed.